Event description:
A pt was receiving tpn/lipids. Their blood glucose was low, we assessed the IV lines and found the IV stopcock was cracked and leaking. A bolus of 10% dextrose in water was required.